Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the buttons required multiple hard presses to elicit a response. The patient reported no damage to the keypad. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.